Event description:
Per the clinic, the patient developed an infection which led to an open wound at the implant site, exposing the receiver/stimulator. The patient underwent a revision surgery to reposition the device on (B)(6) 2025 under general anesthesia however the electrode array was accidentally cut. Subsequently, the device was explanted during the same procedure. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.